Event description:
It was reported to philips that the energy output of the capacitor was low. There was no report of patient involvement. The customer requested assistance from a philips representative. The customer explained that the capacitor for their device was faulty and needed to be replaced. The service order was initiated as a means for the customer to obtain a replacement capacitor and an evaluation of the device was not requested. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. A replacement capacitor was ordered to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.